Manufacturer narrative:
The customer has requested a site visit. A site visit has been scheduled by the support team. A follow-up report will be provided once the site visit has occurred.

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(6) 2018, merge healthcare received information from an account that a system is freezing up during fa imaging.(fluoroscein angiogram). The customer has to exit out of the software, re-open it, and re-load the patient's record once the fluoroscein dye has been injected into the patient, affecting the arterial venous flush times. Additionally, the images are very blurry and necessary details for diagnosis and treatment are difficult to see. Support has scheduled a site visit in order to trouble shoot and correct the issue. This issue is being reported due to the potential for harm related to the inability of the eye care professional to obtain the necessary information for procedures. No patient harm occurred as a result of this issue. (B)(4).